Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in clinic for follow-up, there were non-sustained episode and non-sustained rv over-sensing showing noise in the v lead channel. No intervention has been done as the lead remains implanted and will be monitored. The patient was stable and will continue to be monitored.